Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to enter magnetic resonance imaging (MRI) mode as it was having difficulty communicating to the remote control and was also unable to charge beyond two bars. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was not returned per facility policy.